Manufacturer narrative:
The reported event was not duplicated and no other failures were confirmed. It was determined the handpiece functioned normally during all testing conducted by both the manufacturer service technician and manufacturer diagnostic engineer.

Event description:
It was reported at the user facility that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported at the user facility that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.